Manufacturer narrative:
Follow up #1 submitted: 11/30/2012 device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets recorded in the black box on (B)(4) 2012. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a power (no power) issue. The patient changed the battery in the pump and the pump did not power on after the new battery was inserted. The patient confirms the battery cap has never been replaced. The user's guide advises the battery cap be replaced every three-to-six months. The patient denied damage to the pump or battery cap. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.